Event description:
It was reported by service report that the back does not go all the way down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval results: safety lock bar.